Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: updated: d4 - UDI; g1 - contact has changed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: part cm-8001 lot 65737-1 crossfix meniscal sys straight. Report source fpreign: (B)(6). Visual examination of the returned product identified the product was returned with minimal signs of use in the form of sutures tied to the trigger. The sheath slides smoothly over the inserter tips. The inserter tips are slightly bent out of alignment without the crossfix needle deployed. The trigger mechanism is difficult to squeeze and deploys the crossfix needle into the shaft of inserter tip, not the designated opening. The needle pushes the inserter tips apart and further out of alignment. There is no other observable damage to the device. Medical records were not provided. Review of the device history record identified no deviations or anomalies during manufacturing. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the passage of the suture is carried out according to the technique described by the manufacturer, but when the gun is removed, only one thread is evidenced in the meniscus, and when the gun is pulled, the thread is pulled but immediately comes out. It is not possible to leave it implanted in the patient. Another device was used to complete the procedure, all pieces retrieved as no product was left in patient. No further event information available at the time of this report.